Event description:
A nurse reported to baxter (B)(4) that a catheter split at the edge of the adaptor. There was patient involvement, but no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Further review of the complaint information revealed that the product involved in this incident is not a baxter product.

Manufacturer narrative:
(B)(4). This complaint for a leak could not be confirmed for the transfer set product code it was written against because sample verification was not provided of any transfer set problem, furthermore, complaint text indicates the issue involved a patient catheter rather than the transfer set. Per the attached field report the issue involved a tenchkhoff catheter rather than the baxter transfer set named in this complaint. Accordingly no sample was returned to baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.